Manufacturer narrative:
(B)(4). Batch #: u5cd4k. Device analysis: the analysis results found that the tlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 10 drivers up without staples, the remaining drivers down with staples present and with the cartridge deck damaged. The returned reload had the swing tab in the locked position. The device was tested for functionality with a test reload and it fired, cut, and formed all staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria.the damage to the reload is consistent with the device being clamped over a hard object. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic left colectomy the device fired a few staples then jammed. A similar device was used to complete the case with no patient consequences.